Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2005. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert triggered due to high pacing thresholds and an increase to high impedance with the right ventricular (rv) lead. In addition, zero r-waves were observed on the interrogation. Reprogramming was performed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.